Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate the reported issue. The device's battery pins were replaced as a precaution. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device powered itself off twice. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.